Event description:
The patient suddenly lost access to sound with her cochlear implant. Re-implantation is decided upon, a surgery date has not been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.